Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the pld (programmable logic device) u1003 was shorted at the 1.8v line on the monitor c/a board, which prevented the monitor from powering up. The root cause for the shorted u1003 component could not be positively identified. No adverse event resulted from the shorted pld. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor wouldn't power up. The pt was issued a replacement monitor.